Event description:
It was reported that the osteotomy was prepared and implant (5.4 diameter) was placed with good primary stability. However, when trying to put the healing abutment on, the healing abutment got stuck. When trying to remove the healing abutment and rescrew in, the whole implant came out with the healing abutment. Collected autogenous bone and filled in osteotomy and tried a new smaller implant (4.7 diameter) but the new implant couldn't obtain enough primary stability so it was retrieved as well. Tooth Number: 3.This report refers to stuck event.

Manufacturer narrative:
ZimVie complaint number (b)(4)A4: Patient Weight: unknown / not provided.D1: Brand Name: unknown / provided.D4: Additional Device Information: unknown / not providedD10: Concomitant Medical Product:TSX54B11, TSX IMPLANT, 5.4MMD, 11.5MML, Lot: 2120038051TSVTWB11, IMP,TSV,4.7,11.5,MTX,MG, Lot: 1302202.G4: Premarket Identification PMA/510(k) #: unknown / not provided.H4: Device Manufacturer Date: unknown / not provided.